Event description:
It was reported that following the implant of an elevate anterior the patient experienced mild difficulty emptying bladder. It was stated that the "patient [was] unable to void prior to discharge". No intervention was prescribed and the event was considered recovered/resolved with no sequelae on (B)(6) 2015. No further patient complications have been reported in relation to this event.